Event description:
The customer's mother called to report that her son wake up with blood glucose reading over 500 mg/dl. She was unable to provide the exact bg reading because her son's meter was not able to read that high. She also stated that he went into dka but she was able to manage and treat his ketones at home. Upon removal she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.